Manufacturer narrative:
(B)(4). One lf1737 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the b jaw damaged. The seal plate is bent and over mold plastic was damaged and missing. The customer reported device stopped working. The reported condition was not confirmed. The device was activated ten times on simulated tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. An additional failure was found during the investigation; the b jaw of device is damaged. The additional findings did not contribute to the reported condition. The investigation found that the device b jaw was damaged. The knife seal plate was bent and a piece of the over mold was damaged and missing from the device jaw. The missing over mold plastic was not returned. The investigation identified the root cause of the reported event to be misuse. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the instrument stopped working and did not complete the seal, the surgeon was complaining there was "no action". Another device was opened and the case was completed. There was no blood loss. The device was received for investigation and it was noted that the device bottom jaw and over mold are damaged. Part of over mold plastic is missing and was not returned. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 2/15/2017. Date of follow-up report: 2/23/2017.

Event description:
The customer stated that no part of the device fell into the patient cavity.